Manufacturer narrative:
Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4: lot number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty connecting the black power lead of the heartmate 3 system controller (serial number: unknown) to the patient cable of the mobile power unit (serial number: (B)(6)) was not able to be confirmed, as no products have returned for analysis. Available information indicated that the mobile power unit (mpu) was exchanged, and repair was requested for the unit. Multiple attempts were made to obtain information regarding the resolution of the event and the return of the mpu, but no response was received. This investigation will re-open if/when products are returned. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed for the mpu (serial number: (B)(6)) and the mpu was found to pass all manufacturing and quality assurance specifications. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources, including the mobile power unit. The heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related controller manufacturer report number: 2916596-2024-00089.

Event description:
It was reported that there was difficulty screwing the black controller lead onto the black mobile power unit (mpu) cable connector. A loaner mpu was issued by account.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.